Manufacturer narrative:
Manufacturing review: a manufacturing review was not performed as the lot number was not provided. Visual/microscopic inspection: the sample was not returned; therefore a visual/microscopic inspection could not be performed. Functional/performance evaluation: the sample was not returned; therefore a functional/performance evaluation could not be performed. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was not returned. Images and medical records were not provided. The investigation is inconclusive for the reported event. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current vena cava filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately eight months post vena cava filter deployment, during a retrieval procedure, the filter was allegedly tilted posteriorly with some limbs extending beyond the caval wall. As a result of this, it was said the filter could not be retrieved. The filter was then left in place as a permanent filter. The patient status was not provided.

Manufacturer narrative:
H10: manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eight months post filter deployment, the patient was scheduled for a filter retrieval procedure. A micropuncture technique was used to gain access to the right internal jugular vein. A venacavagram demonstrated the filter tilted posteriorly with some of the limbs extending beyond the confines of the ivc wall. Based on those findings, it was decided not to remove the filter. The catheter, sheath and guidewire were removed. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc) and filter tilt. However, the investigation is inconclusive for retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b7, g4 h11: h6 (patient, device, method, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. Approximately eight months post prophylactic vena cava filter deployment, during a filter retrieval procedure, the filter was found to be tilted with some of the limbs extending beyond the confines of the ivc wall. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not performed as the lot number was not provided. Visual/microscopic inspection: the sample was not returned; therefore a visual/microscopic inspection could not be performed. Functional/performance evaluation: the sample was not returned; therefore a functional/performance evaluation could not be performed. Medical records review: the patient was to undergo bariatric surgery, therefore, vena cava filter placement was indicated. A micropuncture technique was used to gain access to the right internal jugular vein. A venacavogram demonstrated a normal size ivc and location of the renal veins. The filter was successfully deployed in the infrarenal ivc without incident. The patient was hemodynamically stable at the conclusion of the procedure. Approximately eight months post filter deployment, the patient was scheduled for a filter retrieval procedure. A micropuncture technique was used to gain access to the right internal jugular vein. A venacavagram demonstrated the filter tilted posteriorly with some of the limbs extending beyond the confines of the ivc wall. Based on those findings, it was decided not to remove the filter. The catheter, sheath and guidewire were removed. Hemostasis was achieved by manual compression. There were no complications. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. A vena cava filter was deployed in preparation for bariatric surgery. Seven months post filter deployment, a venacavagram demonstration the filter tilted posteriorly with some of the limbs extending beyond the confines of the ivc wall. It was decided not to remove the filter. Based on the medical records, the investigation is confirmed for filter tilt and filter limb perforation. The investigation is unconfirmed for removal difficulties as no attempt was made to remove the filter. Per the medical records, the patient had the filter implanted prior to gastric bypass surgery. Per the instructions for use (IFU), "open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter." The IFU also states, "procedures or activities that lead to changes in intra-abdominal pressure could affect the integrity or stability of the filter." Therefore, it is possible the bariatric surgery affected the stability or positioning of the filter. The alleged removal difficulties were likely due to the angulation of the filter. However, the definitive root cause for the event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - perforation or other acute or chronic damage of the ivc wall. - filter malposition - filter tilt. Note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately eight months post vena cava filter deployment, during a retrieval procedure, the filter was allegedly tilted posteriorly with some limbs extending beyond the caval wall. As a result of this, it was said the filter could not be retrieved. The filter was then left in place as a permanent filter. The patient status was not provided. New information received: medical records were received and reviewed. Approximately eight months post prophylactic vena cava filter deployment, during a filter retrieval procedure, the filter was found to be tilted with some of the limbs extending beyond the confines of the ivc wall. The decision was made to not remove the filter. There were no complications and the patient was hemodynamically stable at the conclusion of the procedure. No additional information surrounding this event was provided in the medical records received.